Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported to philips that the device needs a speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.